Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the reference valve, all reagents, potassium electrode, sample probe, syringes, chloride electrode, sample probe and ise electrode wire, and cleaned all lines and drain line which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) with anion gap issues on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.